Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure the patient died. The patient experienced massive spontaneous blood pressure decrease due to tamponade, which led to asystole. Pericardial drainage was performed three times and attempts were made to revive the patient, unsuccessfully. Also, an echocardiography (echo) was performed. The patient expired and no autopsy was performed.

Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files show five injections were performed with balloon catheter 2af283, lot 76108, without issue. The console was properly controlling flow and pressure. No product malfunction was alleged; a known clinical issue was encountered during the procedure which led to death of the patient. The physical products involved during the procedure were not returned for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.